Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a leveen electrode was used during an rfa (radiofrequency ablation) procedure performed on (B) (6) 2009. According to the complainant, after advancing the electrode to the liver abscess, the physician found that the device could not puncture the abscess. Upon withdrawal of the electrode from the patient, the insulation was found to have peeled along the introducer. The physician indicated that the needle guide may have contributed to the peeled insulation. The procedure was completed with another leveen electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.